Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 478 mg/dl. The customer stated that she woke up feeling very sick, and was vomiting for eight hours before going to the hosp. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin passed the prime test, but the customer declined to conduct the high pressure test because she didn't have extra infusion sets with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.